Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and confirmed the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the acceptance inspection, there was dirt around the forceps raiser. There was no report of patient injury associated with the event. This device is an olympus asset.